Manufacturer narrative:
(B)(4). Date sent: 11/20/2024 corrected data d4: UDI#. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 24189, and no non-conformances were identified.

Event description:
It was reported that a patient underwent hiatal hernia repair and linx placement on (B)(6) 2022. Medical records provided state that patient with history significant for gerd, hiatal hernia repair, anxiety and depression underwent elective robot assisted linx removal after falling and imaging revealing a discontinuous device. The patient tolerated the procedure well with no complication. Operative note states ¿during our dissection, a small hiatal hernia was identified. We elected not to close it at this time since our patient denies reflux symptoms and closure would likely cause a later fundoplication to be more challenging.¿ no information regarding how the patient proceeded after surgery is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 10/3/2024. B3: unknown; captured as awareness date. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2024. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.